Event description:
The customer reported a collimator iris too large error message. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. However, the service rep replaced the high voltage cable assembly. The system was operating as intended.